Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak, and aneurysm enlargement. The freedom of information act.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2018, routine follow-up imaging identified evidence of a proximal type I endoleak. Reportedly, it is unknown if aneurysm enlargement has occurred. According to the report the aneurysm currently measures ~4.6 cm. It was reported, disease progression caused the proximal aortic neck to dilate, resulting in the loss of wall apposition of the trunk-ipsilateral leg component. Reportedly, the physician stated it appears the proximal end of the device may ¿slip¿ into the aneurysmal sac unless an intervention were to be performed. It was reported, on (B)(6) 2018, an intervention was performed to treat the endoleak. According to the report, two aortic extender components were implanted for proximal extension on the trunk-ipsilateral leg component. It was reported that final angiography showed resolution of the endoleak, and the patient tolerated the procedure.